Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "evolution of the rotating hinge for complex total knee arthroplasty¿ update 23 sep 2019. ¿evolution of the rotating hinge for complex total knee arthroplasty¿ was reviewed for MDR reportability. The retrospective study followed 22 patients (23 knees) evaluated at the 2 to 9-year follow-up. The study involved revision of 23 knees (2 hinged and 21 non-hinged) for various reasons. All patients were revised to a s-rom modular knee. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: 1. 1 patient underwent a revision due to patella dislocation. The patella was revised. 2. 1 patient experienced an intra-operative fracture of the distal femur that was nondisplaced and treated with a cerclage cable. 3. 1 patient had the axle of the rotating hinge back out approximately 5 mm during the first year following implantation, this was non-progressive, and the patient was doing well 6-years post-operatively. 4. 1 patient with severe valgus deformity before surgery experienced transient peroneal palsy that resolved by 1 year after surgery. It is noted of the 21 knees initially revised to an s-rom knee, 3 knees were manufactured by depuy (2 total condylar iii and 1 lcs). Various reasons are given for revision of the 21 knees, however, the adverse events are not specifically assigned to specific knee manufacturers. Therefore, it is unknown why the depuy knees were revised. If/when additional information becomes available, the pc will be updated, or additional pcs will be created as needed.